Event description:
Same cases as MDR ID 2134265-2014-01630, 2134265-2014-01598. It was reported that an automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an unknown bsc imaging catheter and a sled. During the procedure, when the physician activated the automatic pullback function, the sled did not allow the mdu to move. The procedure was completed by changing to another sled. No patient complications was reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).